Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alarmed with hardware low level failure pump error. The troubleshooting was performed and the customer was able to clear the insulin pump alarm. They were able to complete the self-test. The insulin pump will not be returned for the product analysis.